Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during archive data review however was not confirmed during the initial functional testing. The root cause for the reported complaint was due to the drive train motor brake gap being out of specification. The brake gap was adjusted within the specification to remedy the fault. During visual inspection, there was no physical damage observed on the autopulse platform. The autopulse platform passed initial functional testing. However, during further functional testing it was observed that the brake gap was out of specification. The archive data revealed a system error 139 (unable to hold compression position) message, thus confirming the reported complaint. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message upon power-up. No patient involvement.